Manufacturer narrative:
Thermogard console (sn (B)(4)) was preliminarily evaluated by a biomed engineer at the customer site. The customer reported complaint of the console generated a constant alarm when power on was confirmed by the customer biomed engineer in the field. The root cause of the reported issue was due to a defective hospital monitoring interface accessory (hmia) box, which likely attributed to a defective component. The hmia box was replaced in the field to remedy the reported issue. In addition, the console displayed a mid: 16 (software) error message after the hmia box was disconnected from the console. The root cause of the reported error was a defective display head. To remedy the mid: 16 error, the display head was replaced. The customer returned the display head to zoll (B)(4). Further testing of the thermogard console display head was performed at zoll (B)(4) and the customer reported complaint of the console displayed mid: 16 (software) error message was confirmed during the functional testing and event log review. The root cause for the reported complaint was due to a defective processor pcb board on the display head likely due to the defective component. During the visual inspection, unrelated to the complaint, the lever display on the display head was observed broken. The root cause of the observed damage could be due to user mishandling. The display head lever needs to be replaced to address the issue. During initial functional testing, the display head was connected to the known good test console and displayed a mid: 16 (software) error message, confirming the customer complaint. During event log review, error code mid: 16 was identified on the date when the issue occurred. Thus, confirming the reported complaint. After part replacement, the thermogard console was functionally tested and passed all functional tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
Customer reported that the thermogard xp system (sn (B)(4)) generated a constant alarm when power on. Patient use information was requested but no additional information was provided, therefore patient use is unknown. The customer's biomed engineer re-started the console without the hospital monitoring interface accessory (hmia) and the console displayed a mid:16 (software) error message when console powered on.